Manufacturer narrative:
Correction to investigation conclusion: corrosion was observed on the bottom battery, chassis, and pcb, resulting in data loss and low battery voltages. It could not be determined if a communication error had occurred during operation. The cause of the reported communication error could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in an internal leak. The internal leak is confirmed as the cause of the observed low batteries and data loss. It could not be conclusively determined if the observed cannula tear is in any way linked to the reported communication error.

Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, resulting in an internal leak. The internal leak is confirmed as the cause of the observed low batteries and data loss. It could not be conclusively determined if the observed cannula tear is in any way linked to the reported communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The complaint was originally coded for communication error with high blood glucose levels.